Event description:
It was reported that a lead exhibited failure to extend before being inserted into the patient body. The physician alleged malfunction. The lead was note used and another lead was used in the procedure. No adverse patient consequences were reported.